Event description:
New information indicated that during a follow-up visit, the patient's symptoms could not be reproduced. The physician indicated the patient's symptoms were not device related. The patient left the clinic in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with complaints of presyncope. The physician prescribed a holter monitor, which revealed the pulse generator exhibited loss of output. No intervention was reported and the patient would continue to be monitored.